Event description:
The analyzer produced is series of results with low light signal. This scenario is consistent with depiction of signal reagent during operation of the analyzer which could cause false negative ckmb and peta-hcg results. There was no report of pt harm as a result of this occurrence.